Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative replaced the mobile viewing station computer. The imaging system then passed the system checkout and was found to be fully functional. The suspected computer was received for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that there was no communication between the navigation system and the imaging system. The site had connected the imaging system to the navigation system and confirmed communication, however when they disconnected the systems and then reconnected, after they brought the patient in, they could not get a green line of communication. There was no reported impact on patient outcome.

Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that the computer passed tests. Os and applications loaded successfully. No fault found.